Event description:
It was reported that the purewick female external catheter was used 24/7. The patient used 1 wick a day and gotten urinary tract infection. The representative advised that the wicks were to be used for 8-12 hours and then to change them. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter was used 24/7. The patient used 1 wick a day and gotten urinary tract infection. The representative advised that the wicks were to be used for 8-12 hours and then to change them. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as use related issue as per the reported event and instruction for use. The root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device." The device was not returned for evaluation. A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.